Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology and likely due to the leaflet flail. The reported mr requiring additional clips implanted appears to be a result of the slda and, therefore, due to procedural conditions. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as two additional clips were implanted to stabilize the slda clip and further treat the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. Imaging was challenging. The first clip was implanted successfully reducing mr to 3; however the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 4+. Another clip was implanted successfully to stabilize the slda clip. By the end of the procedure, a total of three clips were implanted and mr was reduced to 4. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional treatment is planned. No additional information was provided.